Event description:
A "check again in 10 minutes" sensor error message was reported via a webform with the adc device, and customer was therefore unable to obtain readings. It was indicated that the customer required treatment of juice, sugar, and/or food by a third-party. No further information was provided. Adc customer service attempted to follow up with the reporter two times to gain additional details regarding this the event, however all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. An attempt to download the sensor was unsuccessful. The sensor did not communicate with the new unused reader. The sensor was de-cased and an internal inspection was performed. The returned battery measured at 0.4v which is not within specification 1.4-1.6v. Unsoldered the battery from the pcba. An extended investigation was also conducted. Performed a visual inspection of the returned sensor's printed circuit board assembly (pcba), observed that the antenna had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate. Therefore, this issue is unable to be tested. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "check again in 10 minutes" sensor error message was reported via a webform with the adc device, and customer was therefore unable to obtain readings. It was indicated that the customer required treatment of juice, sugar, and/or food by a third-party. No further information was provided. Adc customer service attempted to follow up with the reporter two times to gain additional details regarding this the event, however all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.